Event description:
Device malfunction: difficult to remove. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis and hematoma. It was reported that a physician trained in the use of the starclose device, attempted arteriotomy closure of the right femoral artery after an interventional procedure. Reportedly, after clip deployment the device was difficult to remove from the pt's artery. Per the instructions for use the safety release button was checked to assure it was in the activated position. The device was removed using counter-tension and an assertive pull. Hemostasis was achieved using manual compression. After the device was removed a 5cm hematoma was found. The hematoma continued to increase in size, the pt was taken to the operating room and manual compression was applied to control the hematoma. There were no reported adverse pt effects. Though requested, no additional info was available.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. A review of the device history record for this lot did not produce any findings relevant to this report.